Event description:
It was reported a perforation and tilt occurred. On (B)(6) 2003, the patient underwent placement of a greenfield vena cava filter. On (B)(6)2018, a computed tomography (CT) scan revealed the filter is tilted posteriorly with the tip abutting the posterior wall of the ivc. Also, four of the six struts perforate the ivc wall.

Event description:
It was reported a perforation and tilt occurred. On (B)(6) 2003, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan revealed the filter is tilted posteriorly with the tip abutting the posterior wall of the ivc. Also, four of the six struts perforate the ivc wall.